Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received. Concomitant medical products- oxalip (50mg), unk MFR; covorin (10mg/ml), unk MFR; 5fu (1000mg), unk MFR; 5fu (1000mg), unk MFR.

Event description:
The event involved 4 primary plumsets that leaked at the filter during infusion. It was reported that oxalip (50mg), covorin (10mg/ml), 5fu (1000mg), 5fu (1000mg) were the solutions used for infusion. It was also reported that some of the sets leaked when normal saline was infused in the first half hour; some of the sets leaked when normal saline injection had finished and the chemo drug infusion was started. There were no obvious defects noted on the tubing set, no hole, cut, tears or any other defects noted. Therapy was resumed after replacing the device. There was no spillage and no drug exposure to patient or staff. There was no adverse event reported. This report captures 4 of 4 devices.

Manufacturer narrative:
One used list number 142560488 ls prim plumset 0.2 micr flt, p.p. Y-site, pe lind light resist tbg, distal micro tbg 104 in non-dehp reported lot# 896215h was received for evaluation. As received, the filter air vent appeared to be in good condition. When leak tested, the set leaked at the inlet vent at gravity pressure when the distal end of the set was occluded. The outlet vent did not leak. Vent leaks occurred through a single point within the circumference of the air vent hole. The probable cause of the observed vent leak is holes in the air filter vent material. The exact cause is unknown. A manufacturing record review was completed for lot 896215h and no discrepancies or non-conformances were found that would have contributed to the reported complaint.